Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), hemostasis valve was unable to hold column. The sgc was replaced with another device to complete the procedure. A mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, follow-up assessment revealed that the clip had single leaflet device attachment (slda) from the posterior leaflet, with recurrent grade 3 mr reported. On (B)(6) 2026, a re-interventional procedure was performed. An additional mitraclip was implanted to stabilize the slda clip, resulting in reduction of mr to grade 1 post-procedure. On (B)(6) 2026, the patient was re-admitted to the hospital due to recurrent severe mr. The xtw clip implanted on (B)(6) 2026 was suspected to have slda from the posterior leaflet. Worsening mr of grade 3¿4 was reported. The patient was symptomatic, presenting with dyspnea and lower extremity edema. On (B)(6) 2026, the patient subsequently passed away. According to the physician, worsening mr and slda contributed to the patient¿s death. There was no clinically significant delay reported.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), hemostasis valve was unable to hold column. The sgc was replaced with another device to complete the procedure. A mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, follow-up assessment revealed that the clip had single leaflet device attachment (slda) from the posterior leaflet, with recurrent grade 3 mr reported. On (B)(6) 2026, a re-interventional procedure was performed. An additional mitraclip was implanted to stabilize the slda clip, resulting in reduction of mr to grade 1 post-procedure. On (B)(6) 2026, the patient was re-admitted to the hospital due to recurrent severe mr. The xtw clip implanted on (B)(6) 2026 was suspected to have slda from the posterior leaflet. Worsening mr of grade 3¿4 was reported. The patient was symptomatic, presenting with dyspnea and lower extremity edema. On (B)(6) 2026, the patient subsequently passed away. According to the physician, worsening mr and slda contributed to the patient¿s death. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) and death could not be determined. The reported worsening mitral valve insufficiency/regurgitation (mr), dyspnea and edema are likely cascading effects of the reported slda. The reported patient effects of mr, dyspnea, edema, and death are known possible complications associated with mitraclip procedures. A cause for the reported difficulty visualizing the clip appears to be related to imaging quality. There is no indication of a product quality issue with respect to manufacture, design, or labeling.